Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the catheter was performed. Visual observation noted the catheter was returned intact. The shaft and tip were microscopically and visually inspected and found no anomalies. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during repeated attempts to implant a left ventricular (lv) lead, this guide catheter fell out of the coronary sinus and was unable to re-enter the coronary sinus during another attempt. Venous dissection was then noted in an angiography. The procedure was then changed from a cardiac resynchronization therapy defibrillator (crt-d) system implant to an implantable cardioverter defibrillator (ICD) system implant. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that during repeated attempts to implant a left ventricular (lv) lead, this guide catheter fell out of the coronary sinus and was unable to re-enter the coronary sinus during another attempt. Venous dissection was then noted in an angiography. The procedure was then changed from a cardiac resynchronization therapy defibrillator (crt-d) system implant to an implantable cardioverter defibrillator (ICD) system implant. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.